Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transhepatic biliary drainage, suture breakage occurred. The flexima apdl device was selected for biliary use. During the procedure, when the physician wanted to close the hub, the suture broke. The whole device was removed and the procedure completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed the extrusion cut in two parts approximately at 1.3 cm from the shrink section. Additionally, the trocar was bent and the suture was broken. The suture key was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transhepatic biliary drainage, suture breakage occurred. The flexima apdl device was selected for biliary use. During the procedure, when the physician wanted to close the hub, the suture broke. The whole device was removed and the procedure completed with another of the same device. No patient complications were reported and the patient's status is stable.